Event description:
The pt reported that in 2002 he underwent surgery for a granuloma, which caused paralysis from the waist down. The pt also reported a second granuloma in 2005. See manufacturer's report #: 6000030200702570. A follow-up report will be sent if add'l info becomes available.